Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as 431- ¿high¿. Bg level was corrected with a bolus via the pump. The customer continued to use the pump for insulin therapy.